Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were attained from a non-vitros quality control (qc) fluid processed using vitros chemistry products na+ slides in combination with a vitros 350 chemistry system. The most likely assignable cause of the higher than expected results is a suboptimal calibration. Attempts to run a new bottle of qc using new electrolyte reference fluid (erf) and a new cartridge of vitros na+ reagent on the original calibration were unsuccessful. Following a new calibration performed with fresh calibrator fluids and with no other troubleshooting actions, both biorad and ortho control results were within expectation for vitros na+ and all other electrolytes. Proper fluid handling for the calibrators was not able to be confirmed, therefore, improper fluid handling cannot be ruled out as a cause of the suboptimal calibration. There was no precision testing performed to confirm the performance of the vitros 350 system. However, there was no indication of an issue with the analyzer. The issue was isolated to the electrolytes that all use the same calibrator kit. Therefore, an instrument issue is not a likely contributor to the event. There were no historical qc results provided to evaluate performance of the vitros na+ reagent lot prior to the event as this is a new lot. A complaint review for vitros na+ lot 4223-1007-6904 found no additional complaints for higher than expected qc results on this lot. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4223-1007-6904. A reagent issue is not a likely contributor to the event.

Event description:
A customer obtained higher than expected vitros na+ results from a non-vitros quality control (qc) fluid processed using vitros chemistry products na+ slides in combination with a vitros 350 chemistry system. Biorad lot 31891 results of 189, 190.7, 190.9 and 191 mmol/l versus the expected result of 123.7 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from a qc fluid and were not reported from the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of the event. (B)(4).